Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not blink when connected to sensor. When they took off the sensor, it did not have a cannula. The customer¿s blood glucose during the incident was 110 mg/dl. The sensor will be returned for analysis.